Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r: upn: (B)(4), model: sc-1132, serial: (B)(4), batch: 19751337. Product family: scs-linear leads: upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5162828. Product family: scs-linear leads: upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 17354107/17489734.

Event description:
It was reported that the patient had an infection at the lead site. The patient underwent an explant procedure. All device components were explanted and were not returned. No further information has been obtained despite good faith efforts.